Event description:
During preparation for a coronary drug eluting stenting treatment procedure, a shaft kink occurred. The taxus express2 2.50x16mm drug eluting stent was removed and the procedure was successfully completed with another taxus express2 stent. No patient injuries or complications were reported. However, the returned product confirmed that there was shaft separation and stent damage.